Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not turn on after the boot-up screen. This can be indicative of a device lock-up. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The root cause of the reported issue was determined to be the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device will not turn on after the boot-up screen. This can be indicative of a device lock-up. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.